Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels, but was not hospitalized. Customer's blood glucose level was 20 mmol/l. Customer stated that she had issues with the insulin pump. Customer also stated that she is not ready at this time to troubleshoot and will call back. No additional information provided.